Event description:
It was reported that a home patient noticed damage to their minicaps prior to product usage. The patient stated that the sponge was completely outside of the minicap, and the iodine had spilled out onto the pouch. The product was not used; therefore, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 8 of 10 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 06/13/2014 and 06/20/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the device was not returned, a complete device analysis could not be completed. The reported problem could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.